Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance measurements jumped to out of range on the non-boston scientific left ventricular (lv) lead. Which was suspected to be caused by electromagnetic interference (emi). Patient will be seen in the clinic for follow up. Currently, this product remains in service and no adverse patient effects were reported.